Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-39605. Related manufacturer reference number: 2017865-2022-01185. It was reported the patient deceased following an unrelated explant procedure. The patient also experienced an arrhythmia before passing away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
New information received notes that the healthcare provider alleged that the patient death was caused by the trauma the patient sustained during the explant procedure to treat the infection. Additionally, a cardiac perforation was alleged, but not confirmed. No dislodgement or migration was noted in the patient. The symptom of hypotension was attributed to the leads, as well as the pacemaker.

Manufacturer narrative:
The reported event was an unknown patient death. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing found the internal shorts between the conductors due to the damaged coils. Visual inspection and x-ray of the lead found no anomalies with the exception of damages consistent with procedural damage.